Event description:
Healthcare professional reported a left side "deflation," "hole in valve," and "defect and leakage at valve." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on radius assessed as surgical damage. ¿ valve leak and/or damage: observed a cracked valve seat diaphragm valve. Additional observations: ¿ crease flat observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "deflation," "hole in valve," and "defect and leakage at valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, valve leak and or damage.